Event description:
It was reported that the patient was unable to charge the battery. It was also reported that the battery could not be flipped as it was implanted side up and the pocket is shallow. The patietn underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1232 sn: (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient was unable to charge the battery. It was also reported that the battery could not be flipped as it was implanted side up and the pocket is shallow. The patient underwent an ipg replacement procedure.